Manufacturer narrative:
Product analysis visual inspection: the red balloon protector returned covering the balloon the device returned with the balloon in pre inflation state no damage observed to the balloon bond bunching was observed on the strain relief bunching was observed on the catheter the balloon inflated the balloon deflated in approximately 18 secs the deflation test was conducted three times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat chronic total occlusion (100% stenosis) of the mid right superficial femoral artery using an inpact admiral drug coated balloon, several issues occurred. Balloon inflation difficulties were encountered, and there was difficulty removing the balloon. 2atm pressure was used to inflation the balloon when the issue was noted. No leaks were noted on the device. A 45cm 7fr non-medtronic sheath and a 260cm 035 non-medtronic guidewire were used. A non-medtronic inflation device and contrast with saline inflation fluid were used for balloon inflation. Resistance was felt when advancing the device inside the sheath as well as through the patient vasculature, and excessive force was used during both delivery and withdrawal. The defected balloon was removed with force, and the procedure was completed with the placement and inflation of a new balloon. No vessel damage was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.